Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. The trial began (B)(6) 2020. It was reported that the patient was very disappointed with the therapy. Additional information was received from the patient. They reported that they had worse bladder symptoms than before the procedure. They were urinating less on their own.